Event description:
Vns patient had passed away. Treating psychiatrist suspects the cause of death to be cardiac arrest from a gastrointestinal problem. Autopsy was not performed and the vns therapy system was not explanted prior to burial. Report is incomplete because no response has been received to manufacturer's requests for additional information (via fax x2, via telephone x2).

Event description:
The death certificate was received. The death certificate states the immediate cause of death was cardiac arrest, due to or as a consequence of chronic ateriosclerotic cardiovascular disease. There was no autopsy performed. It was first reported to the manufacturer that the cause of death was cardiac arrest due to gastrointestinal complications. The manufacturer has attempted to obtain further information from the physician in order to determine if the patient had gastrointestinal problems as first reported. Two faxes have been sent and three phone calls have been made to the treating physician. The manufacturer has made these attempts to gather information regarding the circumstances of the death and to determine the cause.